Event description:
The manufacturer received information alleging a patient experienced ventilator service required alarm had occurred while using trilogy evo device. The device was replaced with another one at the customer site. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a system error code, battery not charging fully (e-059), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the detachable battery had caused the alarm to occur on the device. In conclusion, the device's detachable battery was replaced to address the issue. The root cause is confirmed at this time.